Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was no flow through two of the pads. The complainant had isolated the issue to one torso and one leg pad. They had checked the connections and confirmed there were no kinks. The water reservoir was full. They had also tried connecting the pads to different ports on the fluid delivery line without resolve. The pads had been exchanged. The device will also return to the depot for possible circulation issues.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be 'poor flow¿ with a potential root cause of 'improper storage causing crushed pad, pad dimples, and/or pad lines.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ". Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was no flow through two of the pads. The complainant had isolated the issue to one torso and one leg pad. They had checked the connections and confirmed there were no kinks. The water reservoir was full. They had also tried connecting the pads to different ports on the fluid delivery line without resolve. The pads had been exchanged. The device will also return to the depot for possible circulation issues.